Event description:
According to a literature article, the pt suffered from recurrent peripheral cerebral embolisms. Mrt scanning of the brain revealed multiple ischemic areas in different vascular territories. Clinical signs of infective endocarditis were missing and markers of infection were only modestly increased. However, transthoracic echocardiography showed elevated pressure gradients across the bioprosthesis. Transesophageal echocardiography detected multiple vegetations suggestive of infective endocarditis. Several anaerobic blood cultures grew propionibacterium acnes. During parenteral antibiotic treatment with ampicillin/sulbactam and gentamicin, full remission developed. Four months later, a f/u transesophageal echo showed a relapse the pt was treated intravenously with penicillin and gentamicin and underwent surgical treatment on an unk date. Drosch t., et al, "endocarditis caused by propionibacterium acnes - a diagnostic and therapeutic challenge," deutsche medizinische wochenschrift, 2013 mar; 138(9):418-20. Doi: 10.1055/s-0032-1332912, epub 2013 feb 19.